Manufacturer narrative:
The asp evaluated the device. It was determined that this was a malfunction of the ECG cable which was replaced. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was ECG signal noise.

Manufacturer narrative:
Phone number: (B)(6).